Manufacturer narrative:
Patient information was not available as per the facility.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use. By the end of the procedure while doing the last few ablations, it was noticed there was blood flowing from the back of the sheath. No air was seen in the sheath or the patient. Sheath was replaced and procedure was completed successfully. No patient complications were reported.